Event description:
Last report of pilot balloon @ 8:00pm 2/20/97. Some time between then and 11:00am 2/21/97, pilot balloon detached from endotracheal tube and was lost. Pt had to be reintubated at approx. 1:00pm 2/21/97.